Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("undergo major surgery / severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('undergo major surgery / severe and permanent pain/pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic, dysmenorrhea (cramping),"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods"), urinary tract infection ("uti"), cystitis ("infect. Bladder"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), migraine ("migraine"), headache ("headache"), nervous system disorder ("neuro condit/ prob"), fatigue ("fatigue"), haematuria ("hematuria"), hypoaesthesia ("numness in arms"), dysuria ("painful urination"), vertigo ("vertigo"), pain ("general pain and suffering/bodily and impairment, degradation/ general damages/special damag"), anxiety ("mental anguish/anxiety and related psychological harm that accompanins the physical injury cause by essure"), anhedonia ("loss of enjoyment of lif") and emotional distress ("humiliation") and was found to have blood urine present ("blood in urin"). The patient was treated with surgery (undergo major surgery). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, urinary tract infection, cystitis, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, migraine, headache, nervous system disorder, fatigue, haematuria, hypoaesthesia, blood urine present, dysuria, vertigo, pain, anxiety, anhedonia and emotional distress outcome was unknown. The reporter considered abdominal pain, anhedonia, anxiety, back pain, bladder disorder, blood urine present, cystitis, dysmenorrhoea, dyspareunia, dysuria, emotional distress, fatigue, female sexual dysfunction, haematuria, headache, hypoaesthesia, menorrhagia, metrorrhagia, migraine, nervous system disorder, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and vertigo to be related to essure. The reporter commented: essure removed- no received treatment for - hematuria, numness in arms, blood in urin, painful urination, vertigo, general pain and suffering/bodily and impairment, degradation/ general damages/special damage, mental anguish/anxiety and related psychological harm that accompanins the physical injury cause by essure, loss of enjoyment of lif, humiliation, , uti, infect. Bladder, vag. Infect, vag. Discharge, bladder probs, urinary probs, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods, chronic, dysmenorrhea (cramping), abdominal pain, back pain, dyspareunia (painful sexual intercourse), apareunia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 25-sep-2012: essure confirmation test(s) conducted - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received- new events, chronic, dysmenorrhea (cramping), abdominal pain, back pain, dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods, uti, infect. Bladder, vag. Infect, vag. Discharge, bladder probs, urinary probs, migraine, headache, neuro condit/ prob, fatigue, hematuria, numness in arms, blood in urin, painful urination, vertigo, general pain and suffering/bodily and impairment, degradation/ general damages/special damage, mental anguish/anxiety and related psychological harm that accompanins the physical injury cause by essure, loss of enjoyment of lif, humiliation were added. Essure indication and insertion date was added. Patient date of birth was added. Consumer address were added. Lab data was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("undergo major surgery / severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.